Manufacturer narrative:
Date sent to the FDA: (B)(6) 2020. Additional information: a1, a2, b7.

Manufacturer narrative:
Date sent to FDA: (B)(6) 2020. Additional information: d1, d2, d4.

Manufacturer narrative:
Date sent to FDA: (B)(6) 2020. Additional information: d4, h4. A review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported the patient experienced adhesion following the procedure. It was reported that the patient underwent a previous hernia repair procedure on (B)(6) 2015 and mesh was implanted. Other procedure is captured in separate file. No additional information was provided.